Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received an appropriate lifevest treatment during vf and also received three non-lifevest defibrillations. From 19:48:05 to 19:49:17, patient's rhythm was sinus tachycardia at 110 bpm with pvc's degrading to vt at 260 bpm. The rhythm then degrades to vf with CPR/motion artifact, electrode lead falloff. CPR/motion artifact, and electrode lead falloff prevented the lifevest from treating the patient. At 19:51:10, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 80 bpm with motion artifact. From 19:56:56 to 20:04:32 on (B)(6) 2021, vf was seen intermittently. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 20:02:01, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with electrode lead fall off. The patient's post-shock rhythm was asystole with pacemaker spikes and CPR/electrode lead fall off. At 20:04:32, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with CPR/motion artifact with electrode lead falloff. The patient's post-shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 20:12:02, the patient received the third non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was unknown due to being obscured by motion artifact/electrode lead fall off. The patient's post-shock rhythm was unknown due to being obscured by CPR/electrode lead fall off. Per continuous ECG recording the patient's last rhythm was unknown due to being obscured by CPR/electrode lead fall off. Electrode belt was disconnected at 20:17:11.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received an appropriate lifevest treatment during vf and also received three non-lifevest defibrillations. From 19:48:05 to 19:49:17, patient's rhythm was sinus tachycardia at 110 bpm with pvc's degrading to vt at 260 bpm. The rhythm then degrades to vf with CPR/motion artifact, electrode lead falloff. CPR/motion artifact, and electrode lead falloff prevented the lifevest from treating the patient. At 19:51:10, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 80 bpm with motion artifact. From 19:56:56 to 20:04:32 on (B)(6) 2021, vf was seen intermittently. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 20:02:01, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with electrode lead fall off. The patient's post-shock rhythm was asystole with pacemaker spikes and CPR/electrode lead fall off. At 20:04:32, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with CPR/motion artifact with electrode lead falloff. The patient's post-shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 20:12:02, the patient received the third non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was unknown due to being obscured by motion artifact/electrode lead fall off. The patient's post-shock rhythm was unknown due to being obscured by CPR/electrode lead fall off. Per continuous ECG recording the patient's last rhythm was unknown due to being obscured by CPR/electrode lead fall off. Electrode belt was disconnected at 20:17:11.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The belt failed incoming functional testing. Upon investigation the trunk cable connector was cutoff and missing. The root cause for cut cable was physical abuse. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The belt failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received an appropriate lifevest treatment during vf and also received three non-lifevest defibrillations. From 19:48:05 to 19:49:17, patient's rhythm was sinus tachycardia at 110 bpm with pvc's degrading to vt at 260 bpm. The rhythm then degrades to vf with CPR/motion artifact, electrode lead falloff. CPR/motion artifact, and electrode lead falloff prevented the lifevest from treating the patient. At 19:51:10, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 80 bpm with motion artifact. From 19:56:56 to 20:04:32 on (B)(6) 2021, vf was seen intermittently. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 20:02:01, the patient received the first non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with electrode lead fall off. The patient's post-shock rhythm was asystole with pacemaker spikes and CPR/electrode lead fall off. At 20:04:32, the patient received the second non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was vf with CPR/motion artifact with electrode lead falloff. The patient's post-shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 20:12:02, the patient received the third non-lifevest defibrillation. The patient's rhythm at the time of the defibrillation was unknown due to being obscured by motion artifact/electrode lead fall off. The patient's post-shock rhythm was unknown due to being obscured by CPR/electrode lead fall off. Per continuous ECG recording the patient's last rhythm was unknown due to being obscured by CPR/electrode lead fall off. Electrode belt was disconnected at 20:17:11.